Manufacturer narrative:
Account replaced the hydraulic manifold to resolve the issue.

Event description:
Account alleged that the hi/low is drifting into trendelenburg. No impact to staff, patient or visitor.